Event description:
Device returned to manufacturer with report of "pump flipped - rotor study showed rotor stall. Catheter ok upon replacement." Per follow up with hcp - patient experienced return of pain at the time the pt was hospitalized for another reason unrelated to the pump. Pt experienced a lot of vomiting consistent with the reason for hospitalization and at the next refill the pump was found to be "flippped over". Pump refilled under fluoro x2 and on second refill was found to contain 18 ml residual. Rotor test indicated a stalled rotor and dye test revealed a kink in catheter. Hcp is uncertain what cuased slip or exact cause of patient's symptoms. Patient's pump was replaced and patient is doing well now.